Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with reflin 1gm ip, once daily and tobramycin 40mg ip, once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with reflin and tobramycin. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy